Event description:
It was reported during an implant procedure, there was no pacing on the ventricular and atrial lead. The lead measurements were taken before the device implanted and the lead measurements were normal. The device was replaced, the procedure was completed, and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The cause of pacing issue is consistent with device in unipolar mode while being outside of the patient¿s body.